Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert due to high atrial impedance and pacing threshold. All other electrical measurements were in range. The patient was stable and will continue to be monitored.